Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with device data indicating an insulin delivery gap of about one hour overnight and a subsequent fingerstick blood glucose of 476 mg/dl; the user denied recent steroid use or medication changes, and troubleshooting and education were provided. Customer care provided support that included review of device reports and guided blood glucose verification. Investigation of this case revealed a period without insulin delivery that coincided with the hyperglycemic episode, with glucose returning to range thereafter. No clinical symptoms associated with elevated blood glucose reported. Outcomes included continued monitoring and a return to target glucose range without emergency care. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.